Event description:
As reported by the user facility: "here is another pump that has been reported as delivering the medication faster than it was intended for 24 hrs. It started at 1:55 pm and ended at 11:39 am the next day. (Please note the time on the pump is still day light saving time. We must deduct one hour from the historical data time.) Enclosed is the historical data of the pump serial number (B)(4). There are historical lines that I don't understand what is piggy back infusion; 1 and piggy back infusion; 0./ how does the pump records piggy back infusion as far as primary rate and secondary rate and the associated vtbi. If someone can help me, it will help. Thanks" MFR ref #9610825-2013-00029.